Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. A lead revision was planned for this event. Additional information indicated that the lead was successfully repositioned. The lead remains in service. No adverse patient effects were reported.